Event description:
Discomfort when walking [discomfort], baker's cyst on the back of right knee [synovial cyst], right knee swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2009 from a (B)(6) male pt with a history of osteoarthritis of the right knee, initials (B)(6), who experienced right knee swelling, baker's cyst on the back of right knee, and discomfort when walking after starting synvisc-one. On (B)(6) 2009, the pt reported that he received an injection of synvisc-one into the right knee on (B)(6) 2009. The pt also stated that he received synvisc in the past in (B)(6) 2009. The pt reported that he developed swelling in the right knee after receiving the synvisc-one injection. The pt stated that on (B)(6) 2009, his physician gave him a cortisone injection to relieve his right knee swelling which did subside initially, but now has returned along with a baker's cyst on the back of the knee. The pt also reported that he did not have any right knee pain except for the discomfort when walking due to the right knee swelling. At the time of this report, the outcome of the pt was not yet recovered. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.